Manufacturer narrative:
A field service engineer was dispatched to the customer site. Details of the resolution are unknown at this time, and advanced sterilization products will continue to follow up for the issue resolution. Asp complaint ref #: (B)(4).

Event description:
A customer reported an event of a ¿peculiar smell¿ or odor emitting from the sterrad® 100nx sterilizer. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Correction: asp became aware of an error of data/info omission in the initial report. During the initial dispatch of the field service engineer (fse) for the unit assessment, the fse confirmed the reported odor/smells issue and identified the vacuum pump oil was ¿low¿. The adapter converter, catalytic converter, oil mist filter, and vacuum pump oil were replaced on 23-nov-2021 to resolve the odor/smells issue. Unit met specifications and was returned to service. The device history record (DHR) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. H3: asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the odor/smells issue, and system risk analysis (sra). ¿ trending analysis of the odor/smells issue for the sterrad® 100nx unit was reviewed for the prior six months from event date and no significant trend was observed. ¿ review of risk documentation shows the risk for exposure to toxic or corrosive material to be "low." No parts were available for further analysis. The assignable cause of the odor/smell is likely due to the adapter converter, catalytic converter, oil mist filter, and vacuum pump oil. The field service engineer replaced the parts and confirmed the sterrad® 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).